Manufacturer narrative:
Device evaluation results: the failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of greater than 600 mg/dl; cause was unknown. Tandem technical support reviewed t:connect logs and confirmed that the pump and related supplies were functioning as intended. The customer acknowledged. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.